Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to communicate. There was no connection on the device despite the power being plugged in, and the user was unable to log in. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was not communicated. The technical support specialist (tss) dialed in upon request and received permission to proceed. The data synchronization service on the station was found stopped. The tss restarted the service and verified through logs that communication was occurring without errors. No further issues were observed. The system functioned as intended after the technical support specialist troubleshot the device.